Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. Reportedly, there was moisture in the pump after the pump was exposed to bath water and the keypad was unresponsive. No additional details were provided. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 03/17/2016 with the following findings: the keypad cover was intact and all keypad buttons responded normally to button presses. The keypad button cover was removed and no defects were found to the button contacts. The complaint could not be confirmed or duplicated on investigation. Unrelated to the original complaint, leak testing failed due to a keypad leak and there was evidence of moisture found on multiple internal pump components. Additionally, the battery compartment was cracked in two places and the display was dim, fading, and discolored.